Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results and ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results has not yet been received for evaluation. Below are information on customers cds checklist: cds: paa_cds machine soluscope 4. Aer/ewd reprocessor: tested. Model name: soluscope series 4. Detergent name: cln. Disinfectant name: paa. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : cln. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel, distal end areas around elevator. Brush model: albyn medical double brosse 180cm. Manual disinfection: not performed. Scope storage: typhoon storage. Scope maintenance : by olympus. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. Additional information form the customer is reported in b3 and b5. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated all channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.  The device was then evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out, the distal end cover was scratched, and the top key of the switch was scratched. However, these defects alone are not considered severe enough to cause a potential adverse event and were likely caused by wear and tear. There were no obvious deviation from the instructions for use after a review of the reprocessing steps provided from the user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer provided their hygiene microbiological investigation report, which indicated all channels of the scope were cultured and greater than one hundred (100) colony forming units (cfus) of klebsiella variicola were identified.